Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been requested but not yet received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infusor with a backflow was not confirmed during evaluation. When the fillport cap was removed, no evidence of leakage (backflow) was noted at the fillport. During and after fill, there was no evidence of leakage (backflow) observed at the fillport. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report an infusor in which during filling, a backflow was observed from the filling port. The device was filled with 5-fluorouracil and saline. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.